Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that starting six months ago, seven separate pcus had dead batteries and would not turn on. They have left the unit plugged in over night, and even replaced the battery and the units would not turn on. There was no reported patient involvement.

Manufacturer narrative:
Correction: b5 (event description), e2 (health professional), g1 (contact office), g3 (awareness date), h6 (investigation findings) , h6 (investigation conclusions). Additional information : a1:(patient identifier), d8: (serviced by third party) , e4: (initial report sent to FDA), g2 (report source) , h3: ( reason device not evaluated) , h6: (health effect - clinical code) , h6 (medical device problem code) , h6 (component code). Customers received notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. H3 other text : customer received field action notification.

Event description:
It was reported that starting six months ago, a pcu had dead battery and would not turn on. They have left the unit plugged in over night, and even replaced the battery and the unit would not turn on. There was no patient involvement.